Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alert a downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that pump did not alert a downstream occlusion. Review of event log found no relevant error codes. No relevant service history was found. Complaint could not be confirmed through downstream occlusion test. Upon further investigation, found lifting downstream occlusion (dso seal). Replaced dso seal. Device passed all testing criteria post repair.